Event description:
The pt's husband reported that his wife had to be taken by ambulance to the emergency room the morning of (B)(6) 2009. She had been experiencing high blood glucose starting late on (B)(6) 2009 (373 mg/dl at 11:49 pm), about 36 hours after activating the device. On (B)(6), her blood glucose remained elevated, with results ranging from 279 mg/dl to "high" (>500 mg/dl), despite 4 correction bolus doses of insulin. When the pod was deactivated and removed, he noticed that the cannula was "sideways instead of straight."

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the condition of the cannula or determine if any other defect or product condition could have contributed to the pt's high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. Omnipod user's guide advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." "If your blood glucose is over 250 mg/dl, it recommends, "check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe." If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Contact your healthcare provider for guidance. Drink eight ounces of water every 30 minutes until blood glucose is within bg goal."